Event description:
It was reported that the syringe 20ml ll tip conv pak experienced foreign matter contamination. The following information was provided by the initial reporter: item ¿ 305617; lot ¿ 9338896." Just a heads up¿..I have a customer who has reported ¿debris¿ in a syringe. It appears there is only one involved.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-26. H6: investigation summary: a device history record review was performed for provided final lot number 9338896. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two picture samples and one physical sample were returned for evaluation by our quality engineer team. Through visual inspection of the physical sample, foreign matter could not be observed on the syringe; however, through examination of the pictures, a red piece of foreign matter was observed attached to the syringe. It has been determined that this red material was introduced from a red paper twist tie. These twist ties are found on the bags used within the area that the syringes are shipped. If the twist tie is not properly disposed of, it could lead to potential introduction to the product. In response to this issue, a quality alert has been communicated to all applicable personnel to raise awareness for this potential defect. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 20ml ll tip conv pak experienced foreign matter contamination. The following information was provided by the initial reporter: item ¿ 305617. Lot ¿ 9338896". Just a heads up¿..I have a customer who has reported ¿debris¿ in a syringe. It appears there is only one involved.